Event description:
During stent delivery, the balloon burst requiring post-dilatation of the stent. The report received indicated that during a coronary procedure, after successful pre-dilatation, the cypher was being delivered to the target lesion, then during inflation, the balloon ruptured at 8 atmospheres. The physician deflated the balloon and the stent delivery system was removed from the pt without complications. However, the stent was under-dilated; therefore, the stent was post-dilated and the procedure was finished successfully without further complications. There were no adverse consequences to the pt. Further info indicated the target vessel was in the distal right coronary artery; the vessel was heavily calcified, highly tortuous and presenting 99% stenosis. The physician indicated that although, heavy calcification was observed, the calcification was superficial and the target lesion was pre-dilated, the physician did not think the balloon would rupture. There was no report of any anomalies noted on the device prior to use in the pt.

Manufacturer narrative:
As the stent was implanted, only the stent delivery system is available for eval. The delivery system has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.